Manufacturer narrative:
The complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence for this product family related to proximal needle breakages, regardless of patient outcome. There were no echo-hd-19-c (echo) devices of lot# c921405 in stock at the time of the complaint investigation. 1 x echo device of lot #c921405 was returned for evaluation. The device was returned in the original package and was opened on receipt. This echo device was returned in two separate parts. The style was not returned with the device. The needle and sheath were detached from the echo device approx. 4.7cm below the sheath extender, when the sheath extender was positioned at reference mark 0.5 and were returned separate to the device. The part of needle attached to handle could be advanced approx. 4cm from the sheath with slight resistance, as the breakage point of the needle was getting stuck on the sheath. The needle breakage point noted to be flattened. A severe kink was noted on the sheath attached to the echo device approx .3 cm below sheath extender, which was the needle breakage point. The sheath and needle that had detached from the handle of the device were examined. The needle was noted to have advanced approx .3cm from the sheath on receipt. The distal needle tip was examined under the microscope and was confirmed to be intact. There were marks on the dimpled area of the needle indicating that the needle had been compressed by an external tool. There was no damage noted to the needle tip or at the notch of the needle. The customer complaint was confirmed as the echo device was returned with the needle broken approx. 3cm below the sheath extender when the sheath extender was positioned at reference mark 0.5. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender. This kinking most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced. Retracted during the procedure it is possible this kink would result in a breakage. In this incident the needle was not broken during the procedure. The physician tested the device after the procedure to see product endurance. When he added force, needle was bent and separated. It may be noted that a project has been assigned by product development to address kinking below the sheath extender for echo products in an effort to eliminate future occurrences of this nature. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for c921405 determined no issues which may have attributed to this failure. The notes section of the instructions for use ifu0077-2 that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormally is detected that would prohibit proper working condition, do not use". No adverse effects to the patient were reported as a result of this occurrence. A second needle was used to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was advanced to the tail of the pancreas via the stomach and the specimen was obtained. The physician removed the device from the endoscope and tried to expel the specimen with the stylet, but the stylet could not be inserted. The physician replaced the complaint device with an equivalent product from a different lot and completed the entire procedure. After the procedure, the physician tested the complaint device to see product endurance. When he added force, the needle was bent and separated. Device was returned in condition with the needle separated. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.